Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented in clinic with elevated lactate dehydrogenase (ldh) and power spikes. Patient started on integrilin, heparin and spikes continued. Ldh continued to be elevated. Pump was reported to also have a loud high pitched sound. The patient underwent a pump exchange from one lvad to another lvad.